Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after an arteriotomy interventional procedure with a 6f sheath. Reportedly, the first prostyle device was accidentally dropped on the ground and wasn't used in the patient. A second prostyle device was used, but resistance was felt during removal and the device became stuck in the anatomy. The physician removed the handle shell to manipulate the foot via actuator wire in an attempt to remove the device, but the device remained stuck. An armada balloon was used to temporarily achieve hemostasis and the patient was transferred to another hospital. A surgical cutdown was performed to remove the device and achieve hemostasis. Hospitalization was prolonged due to the surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or suture caught in the suture bearing. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.